Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 10-sep-2015: ptc (product technical complaint) result was received. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect company causality comment: these events are serious due required intervention and medical importance. Pelvic pain is listed in the reference safety information for essure, while major depression is unlisted. Pelvic pain may occur during essure use. In this case, the consumer presented severe pelvic pain, major depression and other non-serious events. Then, she underwent a total hysterectomy at the age of (B)(6). Given event's nature and implied temporal relationship, causality between pelvic pain and essure use cannot be excluded. Although some depressive feelings regarding the definitive contraception with essure may occur, causal relationship between major depression and essure use is very unlikely. This case is regarded as incident since a device removal was required (implied). Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# (B)(4), awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on unspecified date. She was in so much pain that she couldn't work, play with her kids or even function on a daily basis. She experienced severe pelvic and lower back pain, excessive bloating, painful menstrual cycles, major depression, and underwent a total hysterectomy at the age of 34. Company causality comment: this non-medically confirmed spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and presented severe pelvic pain and major depression. These events are serious due required intervention and medical importance. Pelvic pain is listed in the reference safety information for essure, while major depression is unlisted. Pelvic pain may occur during essure use. In this case, the consumer presented severe pelvic pain, major depression and other non-serious events. Then, she underwent a total hysterectomy at the age of 34. Given event's nature and implied temporal relationship, causality between pelvic pain and essure use cannot be excluded. Although some depressive feelings regarding the definitive contraception with essure may occur, causal relationship between major depression and essure use is very unlikely. Since an intervention was required (hysterectomy), this case is regarded as incident. No further follow up will be actively persued, since this case was identified during health authority website monitoring.